Event description:
Customer reported to olympus that an error 10 occurred during cystoscopy, ureteroscopy and laser lithotripsy using this laser system generator. The customer rebooted a few times but experienced the same error. The procedure was completed with a similar device, that had a different failure issue. It would not fragment, but would work in dusting mode. The procedure was extended, as was the anesthesia, for about thirty to sixty minutes. The issue might have led to leaving the stone in larger fragments in order to not risk further problems, as reported. There was no medical interventions required as a result of the reported problem. There were no reports of further patient or user harm associated with this event. This report is related to linked patient identifier: (B)(6) - 2nd of 2 laser system generator.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported error (e10 error) could not be replicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported error (e10 error) could not be confirmed. This supplemental report includes information added to d9 and h4. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.